Event description:
It is reported that in 2002, pt underwent fixation intertrochanteric fracture of the left tip. Post-op pt did well until 2003, when during revision of the fracture, three screws were discovered to have broken.